Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed with the lot number provided by the reporter. Expiration date - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions," this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08006 / -08007).

Event description:
It was reported that the patient had an initial hip procedure on (B)(6) 1997. Subsequently, the patient was revised on (B)(6) 2007 due to unknown reasons. It is unknown which part(s) was/were removed, if any. It was also reported that a further revision procedure occurred on (B)(6) 2014 allegedly due to mechanical complications and adverse reaction to metal debris (armd). The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. Two of the anti-rotation fins on the backside of the cup had fractured and there was some burnishing of the porous coat. The root cause of the event could not be determined.